Event description:
It was reported that a patient presented in-clinic for an unrelated procedure. Upon examination, the patient's left ventricular (lv) lead was found to have high capture thresholds. The patient also reported feeling shortness of breath. After the procedure was completed, the lv lead malfunction was addressed through corrective programming changes to turn the lv lead off. No additional intervention was reported. No additional patient consequences were reported.